Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint #: (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: when 24cm schon xl was pulled to be used on a patient it was discovered that the packaging was not fully sealed rendering the device non sterile. Device and packaging were disposed of.